Event description:
It was reported that there was a force sensor test failure no patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked (front lower left corner) and bottom case (l bracket area) and plunger head was cracked by screws. During the power up process and check and test force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be that the plunger cable was partially disconnected from plunger circuit board. The plunger cable was connected back onto plunger circuit board. Performed power up process and all functional tests which passed.